Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a proglide device after a diagnostic procedure with a 5f sheath. Reportedly, when attempting to deploy the needles, the plunger did not fully advance. The plunger was then unable to be retracted; therefore, the physician manually cut the sutures. After the sutures were cut, the foot plate did not fully close. Although not fully closed, the physician was able to remove the device by pulling with additional force. No damage occurred to the vessel. While outside of the anatomy, it was observed that the needles looked like they had crossed on top of each other. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017, against resistance.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty deploying/retracting the plunger and irregular appearance include, but is not limited to, patient anatomy (human tissue, calcification) or user technique (failure to maintain a stable position of the device with respect to the tissue tract). Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the reported entrapment. The reported treatment appears to be related to the circumstances to the procedure. Reportedly, the device was removed against resistance. Per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, the reported IFU deviation did not contribute to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.